Event description:
A customer reported a high reading issue with the adc device. The customer self-treated with insulin (dose/type unknown) based on the scan, however, began to feel hypoglycemic and lost consciousness. The customer was seen by a healthcare professional (hcp) and received oral glucose for treatment of hypoglycemia. It was reported that an hcp (adc freestyle lite device), a reading of 120 mg/dl was obtained on (B)(6) 2022 but it is unknown if the provided hcp treatment was at the time of the obtained reading. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.